Manufacturer narrative:
Following completion of the disk analysis, a follow-up report will be submitted.

Event description:
Boston scientific received information that a physician customer is questioning the rate of battery depletion with this device. He reported a sudden drop in battery voltage that was not as expected. A memory disk was sent to boston scientific's internal technical services for a longevity assessment. No adverse patient effects reported and the device remains implanted and in service.